Event description:
The following has been reported: "pump reported to not [be] working, unknown issue, biomed did not test pump. Fk evaluated logs and found errors so opening internal complaint." No adverse effects to the patient were reported. During a retrospective review, it was found that the preliminary evaluation indicated that an occlusion sensor over-voltage triggered a safety alarm followed by successful pump restarts. This is indicative of a false alarm condition identified within an internal CAPA. The scenario which resulted in a pump problem alarm should have instead resulted in a persistent downstream occlusion alert. The safety processor monitors the downstream pressure sensor (dsps) for proper operation by monitoring an analog gain stage fed by the dsps output. If that analog level exceeds 3.1v then it is assumed that a hardware failure of the dsps has occurred, resulting in a device problem alarm. It is possible for the circuit to report voltage levels exceeding 3.1v when the dsps is presented with pressure levels above what would be observed during normal operation. An example of this is if the dsps cap is fully pressed inward during cleaning or during administration insertion this can result in the dsps reading full scale and the analog gain stage reporting up to 3.3v. In order to guard against this condition, the safety processor only monitors the dsps for proper operation when an infusion is in the active state. If the infusion is paused as a result of being in a downstream occlusion state, the safety processor should ignore the excessive voltage reading from the monitoring circuit and not report a failure. The primary root cause is the lvp software design not accounting for the unanticipated usage scenarios of unintended auxiliary pressures or auxiliary pressures higher than the lvp pressure while the lvp is actively infusing. Other secondary and tertiary contributing factors that may increase the probability of the problem occurring include the user unexpectedly selecting mismatched pressure settings between a pca pump and the lvp as well as various potential hardware variations that all may increase the likelihood of causing the safety processor to falsely declare an alarm. As a result of the issues identified by the internal CAPA, a recall was initiated in april 2022 (recall #z-1381-2022) and a sw upgrade was released in june/july 2022 to resolve this issue (a request for recall termination has been submitted). The retrospective review determined that this complaint was received after the recall was initiated; because it was linked to the issue identified in the recall, an MDR should have been submitted within 30 days of complaint awareness as per 21 cfr § 803.